Event description:
A us distributor reported that a patient was experiencing damaged te pad/sensing electrode and arrhythmia alarms.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged te pad/sensing electrode and arrhythmia alarms) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The j704 broke away from dn causing a broken solder connection. The root cause for the broken j704 could not be positively identified. There was no adverse event that resulted from the damaged belt.